Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose was not known. The alarm was resolved by a complete set change, but the customer did not wish to return the infusion set or reservoir to analyze the cause of the alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.